Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were changing the battery and lost the cap but everything came back on. The customer also reported that they had a low blood glucose level of 46 mg/dl on (B)(6) 2017. The customer treated the low blood glucose with soda and a sandwich which created high blood glucose. The customer treated the high blood glucose with insulin. The customer was advised to monitor the insulin pump and their blood glucose. The customer was advised to call back for any issues or concerns. The device will not return for analysis.